Manufacturer narrative:
(B)(4). Method: due to the recently confirmed middle east respiratory syndrome (mers) cases in (B)(6) and the potential risk of infection, the complaint airvo humidifier was not returned to fisher & paykel healthcare in (B)(4) for investigation. It was destroyed in (B)(6). Our analysis is accordingly based on the information provided by the hospital staff and evaluation at our (B)(4) regional office. During testing at our (B)(4) office the airvo functioned normally. The visual alerts were operating, however no audible alarm was heard. It was thus confirmed that the audible alarm was not functioning on the subject airvo. A lot check revealed no other complaints of this nature for lot number 141104. The supplier of the speaker unit was notified and they have carried out an investigation. The problem has been traced to an issue with the gluing process. The supplier has taken steps to ensure that each speaker is checked following the gluing process and any found faulty are discarded. Additional checks have also been implemented during production at our facility to ensure the speaker is working at the time of manufacture of the airvo. The airvo 2 user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." The user manual also contains instructions on how to check the alarm system functionality and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A hospital in (B)(6) reported via our distributor that an airvo 2 humidifier did not have an audible alarm. This was found prior to patient use.